Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2012, the patient was pre-operatively diagnosed with spondylolisthesis l4 on l5, retrolisthesis l5-s1. Severe disk degeneration l5-s1. Spinal stenosis l4-s1 with degenerative scoliosis and underwent the following procedures: laminectomy decompression at the l4-l5 and l5-s1 level. Posterior spinal fusion instrumentation with interbody allograft at the l4-l5 and l5-s1 level utilizing instrumentation as well as interbody peek bone ramp. As per op-notes,¿ local autograft supplemented with rhbmp-2 bone morphogenic protein soaked sponge wrapped around bone graft was impacted in the posterolateral region predominantly on the right side for the posterior fusion part of the procedure.¿ postoperatively patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.